Event description:
Customer reportedly obtained results of 252mg/dl, 81mg/dl and 189mg/dl on the compact plus system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No quality controls were used.